Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed

Event description:
It was reported that the patient asked to come to the clinic. While in the clinic the patient's controller was exchanged. Additional information revealed the controller exchange was due to green oxidization on the black power lead. The patient tolerated the exchange well.

Manufacturer narrative:
Manufacturer's investigation conclusion. The reported event of oxidation of the black power lead was unable to be confirmed. The heartmate 3 system controller serial number: (B)(6) was not returned for analysis and no log files were submitted for review. The extent of the oxidation is unknown. Additional information provided on 18jan2022 stated that the heartmate 3 system controller was exchanged due to green oxidation on the black power lead and that no product will be returning. The root cause of the reported event was unable to be conclusively determined through this investigation. Heartmate iii instructions for use, rev. C, section 8 entitled ¿equipment storage and care¿ and heartmate iii patient handbook, rev. C, section 6 entitled ¿caring for the equipment¿ addresses how to properly care for and maintain the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed for the system controller serial number: (B)(6) and was found to pass all manufacturing and qa specifications before being shipped to the customer on 09mar2020. No further information was provided. The manufacturer is closing the file on this event.